Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Failure analysis: the o2 blender assembly was received in the failure analysis laboratory for investigation. During visual inspection after the unit was powered up the flag was loose, the reported issue was able to be duplicated, this reported issue will be tracked and internally investigated.

Event description:
The customer reported while using the avea ventilator, the flag on the blender is loose. It is unknown if there was patient involvement associated with this event.